Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and air bubbles anomaly. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose via manual syringe. Customer advised they woke up with high blood glucose levels and did not follow up with their healthcare provider. Troubleshooting for air bubbles anomaly was performed. Customer advised they had small air bubbles and declined to further troubleshoot. The reservoir will not be returned for analysis.